Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the patient has malignant colon cancer and requires long-term intravenous infusion. On (B)(6) 2025, a peripherally inserted central catheter (PICC) was placed at our hospital's PICC clinic. The patient was subsequently admitted to the facility where medication changes and infusions were performed six times with uninterrupted flow. On (B)(6) 2025, approximately 30 minutes after initiating intravenous infusion via the PICC line, fluid administration became obstructed. Backflushing and flushing the catheter yielded no response. Following medical orders, urokinase was administered twice to dissolve the blockage, but both attempts were ineffective. Upon removal of the PICC line and subsequent flushing, obstruction was observed at the white connector.